Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore a device analysis could not be performed. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient underwent double hernia surgery as treatment. Dianeal therapy was ongoing. The outcome of the event was not reported. No additional information is available.